Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair due to a possible bluetooth malfunction. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Correction - h6 - investigation conclusions code should have been no problem detected rather than cause not established.

Event description:
New information received indicates the patient presented in clinic for a routine visit. The device was able to pair without difficulty.

Manufacturer narrative:
The reported event of an inability to establish communication using ble was confirmed. The provided session records were reviewed by abbott engineering and it was determined that the device entered ble lockout following abnormal usage. The root cause for the abnormal usage detection was not able to be determined. The device was performing per specification.